Manufacturer narrative:
Concomitant medical product(s): product ID: 3889-28, lot# va1l30q, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, lot# va1l30q, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-oct-2021, UDI#: (B)(4). Please note the event date is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the sacral nerve modulation (snm) patient had experienced anal pain since late (B)(6) 2019. The anal pain was not resol ved even though the patient¿s stimulation was turned off. The patient¿s implantable neurostimulator (ins) and lead were ultimately removed on (B)(6) 2019 as a result of the event and the patient¿s anal pain resolved after removal. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the overactive bladder (oab) patient had experienced ¿good effect for a while,¿ when the anal pain occurred suddenly. The patient¿s physician turned off their sacral neuromodulation (snm) device, but the patient ¿did not get back on his anal pain.¿ the snm system was removed as a result of the event so the patient could recover from the anal pain. There were no further complications reported or anticipated.